Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was explanted and replaced. The patient was well during and following the procedure.

Manufacturer narrative:
.